Event description:
It was reported that the pt had a problem with her neurostimulator. The pt felt "some stimulation around the titan anker some time after last follow up." The stimulation occurred several times under programming and sometimes the pt felt the stimulation" on the other side when the lead is on the right." The pt also felt stimulation on the left side. A company representative reprogrammed the neurostimulator "many times" to find a good combination of stimulation. The representative noted that the electrode measurement was "strange." The representative stated "the first measurement many connections turns out to be over 4000 ohm and after adjustment on pulsewidth on 300 micro sec many connections came up with 1999 ohms." The pt was not injured and was "fine" after reprogramming. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4) - reason for late MDR due to implementation of process improvement.